Event description:
A neuro balloon was reported to have burst during surgery. The surgery was delayed, but the amount of time involved was not provided. The patient was not injured. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.